Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was giving repeated low cartridge alarms on (B)(6) 2016 and on (B)(6) 2016. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: a review of the alarm history showed one ¿low cartridge¿ warning at 9:01am on (B)(6) 2016 and one ¿low cartridge¿ warning at 11:56am on (B)(6) 2016. The black box data from the time of the alleged issue was unavailable for review due to continued pump use. The available black box data indicated ¿low cartridge¿ warnings associated with normal pump use. A review of the pump settings confirmed that the ¿low cartridge¿ warning was set to 20 units. The pump powered on normally and successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no ¿low cartridge¿ warnings occurring. The remaining insulin was accurately calculated during investigation. The pump was primed until 20 units remained in the cartridge at which time the pump appropriately emitted a ¿low cartridge¿ warning. The cartridge was removed and it was visually confirmed that 20 units remained in the cartridge. The complaint could not be confirmed or duplicated on investigation.